Event description:
The customer reported that the 840 ventilator failed to alarm when pt disconnect occured. The customer and nellcor puritan bennett customer support engineer (cse) could not verify the malfunction in the devices memory logs and could not duplicate the event. The unit passed extended self testing and was put back into service.